Manufacturer narrative:
The returned device was evaluated. It was found that while attempting to power the device using the battery the device does not power on. The battery will not charge even while plugged in overnight. When using ac power the devices does power on, however, the ac led is not illuminated when the device is plugged into ac power. Further evaluation of the device concluded that the led on the keypad is not functioning due to a defective keypad. The customer complaint was duplicated. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The returned device was evaluated. It was found that while attempting to power the device using ac or battery power the device does not power on. The device was disassembled and determined that the power supply module u1 is defective. As such, without ac power, the battery cannot be charged. The customer's returned battery was charged overnight in a known good device and the battery was able to fully charge. The customer's complaint of 'battery issue" was not confirmed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event. Results code should only have (interoperability problem). Removed results code.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that there was a battery issue. There was no known impact or consequence to patient. Additional information received from the customer indicated that the device shuts down right after it is detached from the power supply and there was no message/alarm prior to the unit shutting down.